Manufacturer narrative:
Explant date not provided. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture" against left device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii/IV against left device. The device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified: weight to spec and white particles in the shell. No other observation observed. Base on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii/IV against left device. The device has been explanted.